Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer had a bravo capsule which failed to detach, no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. An endoscopy was performed to confirm the position of the capsule after placement using an endoscope, and tissue was missing from esophagus. The site has been performing the bravo procedure for over 6 years, and was trained by a given representative. The vacuum source used was a medela pump and the vacuum pressure before the procedure (with and without finger) was over 70 kpa. The vacuum pressure during placement was over 70 kpa. No lubricant was used to facilitate the capsule placement. The delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to detach.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. The returned products met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.